Manufacturer narrative:
A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A biomedical engineer (biomed tech) reported a machine with a discolored power cord. The biomed tech stated the power cord plug was "burned and blackened" all the way through. He confirmed the plug had just been replaced to fix the issue, and confirmed there was no patient involvement.

Manufacturer narrative:
Plant investigation: the device and component were not returned to the manufacturer to date for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A biomedical engineer (biomed tech) reported a machine with a discolored power cord. The biomed tech stated the power cord plug was "burned and blackened" all the way through. He confirmed the plug had just been replaced to fix the issue, and confirmed there was no patient involvement.